Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident and other blood glucose was 322 mg/dl. Customer treated with manual injection. The insulin pump had open book image and insulin pump was completely off. The customer declined troubleshooting for high blood glucose. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error alarm, problem isolated to the electronic assembly. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error alarm noted. No blank display noted.